Manufacturer narrative:
(B)(4). E1 initial reporter email address - (B)(6).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.